Event description:
It was reported during the implant procedure that the helix was not working properly. The helix would not extend or retract correctly. The lead was not implanted and there were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, blood was noted in the helix mechanism on visual inspection.